Event description:
The homecare provider and nursing home reported the following info: (1) in 2000, a nurse's aide drove a pt that was using a c1000 to the store. (2) when they returned to the vehicle, the pt lit a cigarette and a flash fire occurred. (3) both the aide and pt were hospitalized with 2nd and 3rd degree burns. (4) both have been discharged.